Manufacturer narrative:
Cuff- catalog #72400162, serial# (B)(4), expiration date 06/11/2019, manufacture date 06/13/2014. Pump - catalog #72400098, serial# (B)(4), expiration date 07/09/2019, manufacture date 07/16/2014. Investigation summary: the ams800 pressure regulating balloon was visually inspected and functionally tested. No leak was found. The balloon tested at 70.4 cmh2o. It is rated at 61-70 cmh2o.

Event description:
It was reported the patient will have his artificial urinary sphincter removed and replaced due to fluid loss on a future date. It was stated that "the artificial urinary sphincter is not functioning and with a liquid content of 7.5 ml of the reservoir, indicating that there was extravasation of the contents that at the beginning was 21 ml." No patient complications were reported in relation to this event. This complaint was initially submitted to FDA via asr report q2 2018 and additional information was received by boston scientific. Due to the removal of exemption e1997037, this information is provided via supplemental report.